Manufacturer narrative:
Concomitant medical products: product ID: 5072-52 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising/high thresholds, dropping/low impedances, and undersensing of r-waves. A lead revision was performed, and the lead was tested using an analyzer, where it continued to exhibit poor measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.